Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of the event include improper seating of the device( glenoid was not implanted deep enough or not well fixated due to an inadequate use of cement). This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Unknown device disposition.

Event description:
Revision case. Glenoid was floating in joint. According to radiology, glenoid completely dissociated a couple centimeters. Surgery involved removing the keeled component and implanting a new peg glenoid and new humeral head. Original total shoulder surgery was (B)(6) 2008.